Event description:
The sales representative reported that she was trying to interrogate the patient in clinic and was receiving lots of error messages, and when she was finally able to interrogate she increased output current from 0.75 ma to 1ma. Diagnostics were normal. She then exited the session and tried to re-interrogate but again received error messages. She switched tablets and was able to interrogate, however it showed the low output current symbol and noted only 0.75ma being delivered. Impedance was ok, 2702 ohms. The device was shown to be programmed to 1ma. She tried running diagnostics but the patient started to cough so she ended the diagnostics. She noted that it was no longer showing low output current and all following tests were normal. Review of the data revealed that the event was likely related to a partial programming event. If the partial programming event had changed output current, but the generator did not receive the startstim command before the programming event failed (telling it to start stimulation), a low output current message can be received if the user chooses to not retry the programming event and interrogates again before the off time expires. This is because the software is comparing the new programmed current value to measured delivered peak current and the pulse generator has not yet delivered the new current (which would update peak current to the new programmed current). No other relevant information has been received to date.